Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
"It was observed that a PICC catheter inserted in the patient presented two leakage points, in 1cm of catheter that remained external. The dressing was moistened, which drew the attention of the nursing team to better evaluate. The team reported that there were no signs of complete rupture, only of the reported leak."